Manufacturer narrative:
B2: corrected ¿ intervention was not performed. H6: device code ¿ 2923 ¿ incorrect code. H6: method code ¿ 10 - added. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: conclusion code ¿ 4315 - added. H3: engineering evaluation summary - the trunk-ipsilateral leg component (rlt311415) delivery catheter was returned to gore for analysis. A visual inspection revealed a break in the polyimide shaft approximately 10 cm from the leading end of the catheter, with no damage to the leading olive being observed. Examination of the mid olive bond identified evidence of a polyimide break at the mid-olive. However, further examination of the broken polyimide did not reveal the cause of the break. A kink was observed approximately 14 cm from the end of the device, but this may have occurred during shipping. The evaluation of the returned device is consistent with the reported observations. However, as the sheath was not returned for examination, the reported observation that the leading olive became stuck in the seal of the sheath could not be confirmed. The cause for the delivery catheter separation could not be determined with the available information.

Event description:
On (B)(6) 2020, the patient was treated for abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system was implanted and deployed successfully. When retracting the delivery catheter, the leading olive became stuck in the seal of the gore® dryseal sheath with hydrophilic coating. In the attempt to remove the catheter from the sheath, the delivery catheter separated approximately 3 inches distal to the leading olive. The patient tolerated the procedure. The physician has no opinion regarding the cause of the event. The device will be returned for evaluation.